Event description:
The customer reported that during the procedure, the unit self-activated and made an incision on the patient, although in the desired area. A non-covidien handpiece was connected to the generator at the time. The procedure was completed with no further issues or patient injury. The generator continued to be used at the site for several days without incident. The unit and the handpiece were tested by the site's biomed and were found to function normally.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2015. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that both the generator and footpedal functions normally and within specification.